Manufacturer narrative:
This report is submitted on august 24, 2018.

Event description:
Per the surgeron, it was reported that the patient experienced an infection at the incision site and the patient was administered oral and IV antibiotics (date not reported). The infection has reportedly since resolved. Subsequently the device was explanted (date not reported).

Manufacturer narrative:
This report is filed on october 3, 2018. (B)(4).